Event description:
It was reported that the lesion was located in a distal coronary artery. Before the 2.25x 23 mm xience v stent delivery system (sds) entered the patient, strong resistance was felt while loading the sds on the promixal part of the guide wire. Resistance was also felt during removal of the sds from the guide wire, and after removal the tip of the sds was found to be flared. A shorter 2.25x18 mm xience v was selected for use and had the same problem. The procedure was completed using the same guide wire successfully with the deployment of another stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.25 x 23 mm xience v indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned 2.25 x 18 mm xience v stent delivery system (sds) noted there was a small tear on the distal end of the soft tip, which is likely related to the interaction with the guide wire during the attempt to advance/retract since the damage was not noted prior to use and until removal of the guide wire. A new .014 in. Guide wire was backloaded through the sds and removed with no resistance noted, thus the complaint was not confirmed and a conclusive cause cannot be determined. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. There is no indication of a product deficiency.